Event description:
It was reported that during a labral repair /slap/ passing suture along the labral, it broke off in the bone and was not removed. On (B)(6) 2014, further details revealed x-rays were taken indicating the broken piece was still in he patient

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken point on the tip. Based on the information provided and device evaluation, complainant's event is typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.